Manufacturer narrative:
There was no evidence of loss of prime warnings observed in the black box. A rewind, load cartridge and prime steps were performed successfully with no alarms. The force sensor calibration was within specification. The pump was exercised for 24 hours with no loss of primes occurring. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.